Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the jaw broke off while trying to apply a clip. The case was completed with a second device and with no pt consequence.